Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. Conclusion: no allegation of failure was made against the reported device. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
The patient's right hip was being revised due greater trochanter breaking. Only the head was revised.

Manufacturer narrative:
The catalog number and lot code of the 32 +0 ceramic v40 biolox head was not provided. Should additional information become available, a supplemental report will be submitted. Device not available.

Event description:
The patient's right hip was being revised due greater trochanter breaking. Only the head was revised.